Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the complete av block during the deployment of the sapien xt valve cannot be confirmed. Procedural factors (pressure from the implanted valves on cardiac structures), in addition to patient factors (moderate valvular calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: ito, m., tada, n., hata, m. (2017). Balloon repositioning of transcatheter aortic valve after migration into the left ventricular outflow tract, followed by valve-in-valve procedure. Texas heart institute journal. Retrieved from https://www.ncbi.nlm.nih.gov/pmc/articles/pmc5577955/ this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-01900.

Event description:
As reported by our affiliate in (B)(4), as reported in an article, ¿balloon repositioning of transcatheter aortic valve after migration into the left ventricular outflow tract, followed by valve-in-valve procedure¿, a 23mm sapien xt valve was implanted with nominal volume. Post deployment aortography revealed good valve expansion and mild aortic regurgitation. The valve was appropriately positioned at the left coronary and right coronary cusps; however, the valve appeared to be ¿inclined¿ with respect to the annular line. Tee revealed several areas of mild paravalvular leak (pvl). The patient was hemodynamically stable, so no actions were taken. The patient remained stable overnight, but had an audible systolic murmur the next morning. On pod 1, tte was performed. Tte and CT showed the valve migrated into the lvot. An emergency valve-in-valve operation was performed by transapical approach. The migrated sapien xt valve was pushed up toward the aorta with a 25mm non-edwards balloon under rapid ventricular pacing. A 26mm sapien xt valve was implanted within the 23mm valve with (1) ml less than nominal volume. Post dilatation was performed with nominal volume to attach the two valves to native annulus. Aortic regurgitation was judged trivial and the procedure was completed. Complete atrioventricular (av) block developed during the deployment of the 26mm sapien xt valve. A permanent pacemaker (ppm) was implanted 3 days later. The patient was discharged 21 days after the tavr procedure. At the 6-month follow-up, the patient was asymptomatic and in good general condition with good valve function. The native annular diameter measured 21mm with a valve area of 380 mm2. Moderate valvular calcification and no aortic root no calcification was reported.